Manufacturer narrative:
The insulin pump was received with intermittent down arrow button response due to corroded keypad traces. There was no button error alarm or unexpected numbers scrolling during testing. The insulin pump was received with cracked reservoir tube lip, minor scratches on the lcd window and scratches on the reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 174 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer advised the down arrow button is not working properly and they have a button error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.